Manufacturer narrative:
The padlock clip eftr kit was not returned for evaluation. Without the return and evaluation of the device the cause of the event could not be determined. The instructions for use states, "grasping or placing a clip to severely fibrotic lesions for excision may be more difficult. Deploy clip and snare by squeezing thumb ring and spool in one steady controlled motion until spool approaches thumb ring, and the snare is tightly closed around the tissue. Step 1: deploy clip and snare in one steady controlled motion." One steady controlled motion is necessary to avoid losing placement of snare over the lesion. Release tension on the catheter of the grasping device at the biopsy port by the physician prior to deploying the clip and snare.". No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the padlock clip eftr kit would not deploy. The doctor elected to leave the tissue without doing a resection. No report of injury.